Event description:
It was reported that the patient experienced recurrent infections at abutment site and subsequently was treated with oral antibiotics (date and duration not reported). The implanted device remains.